Event description:
It was reported that a flogard infusion pump presented with an f-94 alarm. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. Additional information is not available.

Manufacturer narrative:
(B)(4). The device was serviced on site by a baxter service technician. The reported problem of an f-94 alarm code was confirmed in the alarm log and at power up. The cause of the alarm was depleted main batteries. The batteries were replaced to resolve the problem. The device was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.